Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil inside the connector region to be over torqued, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
H6.

Event description:
It was reported that the patient presented for a follow-up visit, during which it was discovered that the right ventricular (rv) lead had dislodged. An attempt to reposition the lead on (B)(6) 2026 was unsuccessful due to the helix becoming stuck. The rv lead was subsequently explanted and successfully replaced. The patient remained stable throughout.